Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had an unspecified electrical/mechanical errors of the control buttons and display keys due to wear. There was no reported patient involvement.